Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure (ap and dr board). In addition, the scope socket failed due to loose connector and a it was determined the receptacle board needed to be replaced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no video image was displayed when scopes were connected to the front panel of the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, occurred during a bronchoscopy procedure. The intended procedure was completed after a 5-10 minute delay using a different cv-190 video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set (ap board and dr board) could not be identified. It was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. It is unknown whether the design change is related to the phenomenon. Olympus will continue to monitor field performance for this device.